Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. All operating currents were normal. No unexpected low battery or off no power alarm was noted. The insulin pump passed the restart error test. No restart error alarm, unexpected restart, or display anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad, which required multiple presses before response. The blood glucose reading was 4.8 mmol/l. The caller stated that a battery replacement had to be done due to the battery not turning the insulin pump on as well. Advised replacement of the insulin pump. Nothing further reported.